Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the pump's black box and alarm history showed a motor rewind tolerance error on (B)(6) 2016. The battery compartment was cracked below the grip pad. The returned battery cap was able to fit securely to the pump. No alarm or any other warnings occurred during the investigation, the product performed within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.